Event description:
A surgeon reported that during surgery, when the settings were changed, a system message was displayed. They rebooted the system, but the message remained. The system was exchanged and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the footswitch interface printed circuit board (pcb), dc power cable, and communication cable. The system was then tested met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).